Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. While inserting a steerable guide catheter (sgc), the sgc was leaking from the flush port. Therefore, the sgc was removed and was replaced. Two mitraclips were implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported sgc leak during insertion was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a